Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. An open r781 is consistent with a patient receiving external defibrillations while wearing the lifevest. There is no indication that the damaged monitor caused or contributed to the patient's passing. Manufacture dates: monitor- 5/18/2020, electrode belt- 2/26/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the car with their mother on their way to the hospital at the time of passing. Review of the patient's download data revealed that prior to passing, the patient received 5 appropriate treatments from the lifevest. At 18:06:02, the patient received the first treatment from the lifevest while their rhythm was vf with CPR and motion artifact. The post-shock rhythm was also vf with CPR and motion artifact. At 18:06:28, the patient received the second treatment from the lifevest while the rhythm was vf. The post-shock rhythm was an idioventricular rhythm at 90 bpm with motion artifact with recurrent vf. At 18:07:02, the patient received the third treatment from the lifevest while the rhythm was vf. The post-shock rhythm was vt at 150 bpm with recurrent vf. At 18:07:33, the patient received the fourth treatment from the lifevest while their rhythm was vf. The post-shock rhythm was also vf. At 18:08:07, the patient received the fifth treatment from the lifevest while their rhythm was vf. The post-shock rhythm was vt at 190 bpm with recurrent vf and CPR and motion artifact. At 18:11:25, the lifevest declared a non-treatable rhythm. The patient's rhythm at this time was vf with CPR and motion artifact. The patient remained in vf with CPR and motion artifact after the fifth treatment was delivered. The lifevest acted as designed. The lifevest will deliver up to 5 defibrillation shocks in one treatment sequence. From 18:06:02 through 18:08:07, was one detection sequence where the lifevest appropriately delivered 5 defibrillation pulses. Starting at 18:11:25, no further detection sequences were initiated by the lifevest due to motion and CPR artifact obscuring the patient's rhythm. The electrode belt was disconnected at 19:02:53 while the patient remained in vf with CPR and motion artifact. It was reported that resuscitation attempts were made by hospital staff without success and the patient passed away on the evening of (B)(6) 2021.